Manufacturer narrative:
Reported event of guidewire distal tip detached, exposing the tip of the metal corewire. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the hydrophilic tip detached outside of the patient's body exposing the tip of metal corewire. No part of the guidewire detached inside the patient. The procedure was completed with another hydra jagwire guidewire . There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the ptfe coating peeled approximately 21.5cm next to the dream end, exposing the core wire. The complaint is not consistent with the returned guidewire since the hydrophylic tip was not detached and the distal core wire tip was not exposed. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the hydrophilic tip detached outside of the patient's body exposing the tip of metal corewire. No part of the guidewire detached inside the patient. The procedure was completed with another hydra jagwire guidewire . There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.